Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of vancomycin 1 gram, once in four days (route and duration not reported) and injection of amikacin 250 mg, once daily (route and duration not reported) for the event of peritonitis. At the time of this report the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On unreported date(s), the patient¿s peritoneal dialysis (pd) catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient¿s peritoneal dialysis effluent was not clear, the peritonitis was not resolved, and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.